Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: neck pain and right upper extremity pain due to spondylosis at c5-c6. The patient underwent the following procedures: anterior cervical discectomy and fusion at c5-c6 with partial corpectomy with the use of 10mm cage and small amount of rhbmp-2/acs and 25mm plate and four 15mm screws with intraoperative single-strand conformation polymorphism monitoring on microscope and fluoroscopy. As per operative notes, ¿at this point, the wound was irrigated with antibiotic solution and disk space was measured and because of the osteophyte the surgeon had to do a partial corpectomy, a 10mm cage with small amount of rhbmp-2/acs was placed in and checked with fluoroscopy and koshers and there was no movement present and it was in perfect position.¿ no intra-operative complications were reported. On (B)(6) 2009 the patient was discharged from the facility.